Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up computed tomography imaging demonstrated sac enlargement and a possible type 1a endoleak. On (B)(6) 2015, follow-up computed tomography imaging showed sac enlargement and also identified a type 1a endoleak. It is believed that the reason for the type 1a endoleak lies with the selection of an undersized trunk-ipsilateral leg component as the size of 28 mm should have been chosen. The amount of aneurysm enlargement was reported to be unknown and the sac expansion is currently ongoing. To remedy the situation, a re-intervention has been scheduled for (B)(6) 2016.

Manufacturer narrative:
Evaluation codes, conclusions code : corrected code. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoleaks.

Manufacturer narrative:
Date of event: corrected date of event.